Event description:
A 42 yr. Old white g3p3 female,status post bilateral subcutaneous mastectomies for fibrocystic breast disease with gel reconstruction in 1979. Pt has 2 prior benign biopsies w/ mastodynia and family history positive for paternal grandmother w/ bilateral postmenopausal breast cancer. Pt had right open capsulotomy 8-12-87, rupture was found and implant replaced and steroids placed in pocket. Implant migrated to waist.since both were painful and contracted she had removal 11/23/93. Both were found to be ruptured with only gel minimally cohesive. Pt was noted to have granuloma on left pectoralis minor. Pt also has systemic complaints of arthralgias, myalgias, fatigue, and neurocognitive problems etc.